Manufacturer narrative:
This report is for sixteen various screws/unknown lots. Part numbers were provided, but it is unknown which of the screws were involved in the complained event. Part numbers provided: 1 cancellous bone screw 407.055, 1 cancellous bone screw 406.026, 2 cancellous bone screw 406.035, 1 cancellous bone screw 406.040, 1 cortical screw 404.065, 1 cortical screw 404.060, 1 cancellous bone screw 407.060, 6 unknown screws, 1 cortical screw 414.036, 1 cortical screw 414.040. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was operated three times for ankle arthrodesis and has now taken the surgeon/hospital to court. This report is for sixteen various screws. This is report 1 of 3 for (B)(4).